Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer¿s blood glucose level of 400 mg/dl. In addition, customer experienced various blood glucose level of 392 mg/dl. Customer also experienced low blood glucose level of 40 mg/dl. Customer was treated with glucose for low blood glucose. Customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.